Event description:
Pt was revised to address pain.

Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required to retrieve the device history records for reviewing and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.